Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the home choice (hc) during drain 2 of 4. The home patient (hp) stated that the hc alarmed system error 2367. The technical service representative (tsr) had the hp the power cycle the hc. The hc proceeded to press go to start. The tsr had the hp review the alarm log. The alarm log displayed system error 2240. The hp stated that the transfer set was loose where it connected to the patient line. The tsr informed the hp to start over with new supplies or perform continuous ambulatory peritoneal dialysis (capd) to complete therapy. The tsr instructed the hp to inform the registered nurse (rn) of system error 2240. Per the callscript, the patient was not connected to the machine at the time of the alarm, and the patient became inadvertently separated from the transfer set. The proper procedure was reviewed with the patient. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed; per the complaint information, the patient line inadvertently separated from transfer set. The cause was a loose connection. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.